Event description:
Hospital contacted mizuho osi concerning a pt complaint regarding skin injury after surgery. The complaint was that there were scratch like or burn like areas mid chest post-operatively.

Manufacturer narrative:
We contacted the hospital to ask about the pt, the incident and if they were using the foam crossbar protector on the frame. Initially they were unable to answer our questions, but later responded that they did use the covers. Add'l questions were asked in reference to the pt, procedure, date, co-morbidities, was an EKG lead placed mid-chest and if the pt was wearing a brace post procedure. We also requested that the hospital be re-inserviced on the use of the device. The hospital did not respond. We will continued to request info and rec'd no add'l responses. Therefore, we are closing this complaint with this customer and will monitor for future claims.